Event description:
Procedure: hernia repair. According to the reporter: the balloon did not inflate properly. There was no unanticipated tissue loss, no unanticipated extension of the incision more than one inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell into the patient's cavity and no device fragment was left inside the patient. Another device was used to complete the procedure. Additional information was requested and will be submitted upon receipt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).